Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified . (Expiry date: 03/2024).

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery to treat an occlusion, the tip of the stent allegedly broke off inside the patient. The broken part of the device was snared off the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified . (Expiry date: 03/2024).

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery to treat an occlusion, the tip of the stent allegedly broke off inside the patient. The broken part of the device was snared off the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation. One provided image demonstrates the distal end of the cardan tube including tip being broken off which leads to confirmed result for inner catheter break. The vessel was not tortuous/calcified, the lesion was pre dilated, and system compatible introducer and guidewire were in use; resistance or entrapment was not felt. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pre dilation the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use state: '5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. In regards to removal difficulty the instructions for use state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 03/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery to treat an occlusion, the tip of the stent allegedly broke off inside the patient. The broken part of the device was snared off the patient. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery to treat an occlusion, the tip of the stent allegedly broke off inside the patient. The broken part of the device was snared off the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned sample was found in used condition without stent; the distal end of the cardan tube including tip was found broken off. One provided image also demonstrates the distal end of the cardan tube including tip being broken off which leads to confirmed result for cardan tube (=inner catheter) break. Based on the information available the investigation is closed with confirmed result for inner catheter break. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pre dilation the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU state: '5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. In regards to removal difficulty the IFU state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 03/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.